Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient's wife alleges that results from the patient's coaguchek xs meter serial number (B)(4) contributed to the customer's stroke which occurred at the end of may. The specific date of the stroke event was not known. The patient's wife stated that results from the meter would be from 0.4 inr to 1.5 inr higher than measurements from the laboratory (unknown method) and would be within the patient's therapeutic range. No specific values were provided from the meter other than a value of 4.2 inr which was obtained a few days prior to the stroke. The patient was advised to withhold warfarin medication for a few days based on the high result. On the day of the stroke, a sample from the patient was measured at the hospital with an unknown laboratory method, resulting with a value of 1.9 inr. The patient's wife stated that the patient did not receive treatment for 24 hours after the stroke because the first hospital he was taken to did not identify the stroke until the patient's wife suggested he have another test. From that test, it was determined that the patient had clots in the basilar artery and that the patient needed to be transferred to another hospital for treatment. The patient was transferred to another hospital where he was treated with heparin. The patient was admitted for a week and a half and then released when his inr was within his therapeutic range of 2.5 - 3.5 inr. The patient is still in speech therapy and therapy for cognitive skills. The patient still has impact to the right side of his body as fine motor skills are not as good as they used to be. The patient's condition is improving daily. The patient's testing frequency was daily for some the stroke. The patient's testing frequency is now weekly. The patient has not had any changes in diet, health, or medications. The patient has no concerns with hematocrit levels and does not have antiphospholipid antibodies. The patient only takes warfarin and does not take direct thrombin inhibitors or other blood thinners. The patient's product was requested for investigation and replacement product was sent to the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
No customer material was provided for investigation, therefore investigation was not possible.